Event description:
It was reported that the catheter was torn. A 105/20 renegade stc 18 was selected for use. During unpacking, it was observed that there was some kind of a tear in the catheter. Device was never used and the procedure was completed using another of the same device. No patient involvement.